Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead exhibited loss of capture and sensing due to dislodgement. Lead was explanted and replaced when repositioning was unsuccessful. Patient condition was good after the event.